Event description:
Complainant alleged that the medics responded to a call for a pt (age and gender unknown) who had collapsed. The medic applied the pads to the pt and attempted defibrillation, but the device displayed a "pads off" error message. The medics pressed the pads down on pt, and the message disappeared. The medics then defibrillated the pt five times, but on the sixth defibrillation attempt a blue spark was observed. In addition, a small hole was blown in the top of the pad. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.